Event description:
It was reported that the pump shut off unexpectedly. Customer¿s blood glucose level was 530 mg/dl. Customer addressed elevated bg via correction bolus via the pump. The customer declined further troubleshooting, so no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.